Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6, d7, d10, h3. Device evaluation: based on the device analysis the final assessment is: one sharp opening in the side patch/shell bond edge assessed as unidentified (tear) opening.

Event description:
Device has been explanted.